Event description:
While patient was on continuous veno-venous hemofiltration (cvvh), the return line became disconnected from the patient resulting in blood loss. The alarms did not go off when this occurred.======================manufacturer response for cvvh pump, prismaflex (per site reporter).======================was not able to duplicate reported condition. Was informed by biomed technician that the machine was removed from service because the return line on crrt dialysis pump was found disconnected in bed while pump runningcausing a large amount of blood loss in bed, but the machine did not alarm that the return side was disconnected. Upon arrival, found note attached to machine with below comments: verified all pressures and scales within manufactures specifications. Verified all machine voltages within manufactures.specifications with following values: pib cca voltages: 5.2vdc, -5.3vdc, 12.1vdc & 24.5vdc. Carrier cca voltages: 5.1vdc. Loaded kit, primed and completed prime test. Performed similated saline treatment, initiated self test and verified self test passed. Notified custsomer that machine is functioning per manufactures specifications.